Event description:
Stryker trident cup mdm, revised to a constrained style liner.

Event description:
Stryker trident cup mdm, revised to a constrained style liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Insufficient medical information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, progress notes, and x-rays are needed to fully investigate the event. The reported event regarding dislocation involving an adm liner was not confirmed.